Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen developed an led crack while the device was in a pocket and, upon removal, the touchscreen became unreadable and nonresponsive; insulin delivery for basal and corrective boluses continued, but the user could not navigate the screen or perform meal announcements, and the device was synced before loss of display functionality. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen component issue with a fracture consistent with a stress-related problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.